Event description:
The defibrillator would not charge when the charge button was pressed. A back up device was then made available and used. Patient outcome was not reported. However, the reporter indicated patient outcome was not adversely affected , due to use of the back up device.